Manufacturer narrative:
This report is submitted on july 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.